Event description:
Reporter alleged that the customer received an unknown error on the advantage meter while experiencing hypoglycemic symptoms. Reporter stated she treated the customer with orange juice. Reporter also stated that two hours later, at hemodialysis, the customer was sent to the hospital after he became nauseous and vomited. Reporter could not provide what in-hospital treatment was administered. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.